Manufacturer narrative:
(B)(4). The patient identifier is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair with uphold lite procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced a urinary tract infection. She was treated with bactrim and the event resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair with uphold lite procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced a urinary tract infection. She was treated with bactrim and the event resolved on (B)(6) 2015. Additional information received on march 17, 2016. On (B)(6) 2016, the subject experienced a urinary tract infection. She was treated with amoxicillin and the event resolved on (B)(6) 2016.